Manufacturer narrative:
The returned device was evaluated. During investigation it was found that battery power consumption was impacted by anomalous system board current drawn (power consumption). In addition, the speaker audio is not emitted due to system board failure. The system board was swapped out and the device functioned as designed.

Event description:
It was reported that the batteries last less than an hour. The customer is using new commercial (B)(6) alkaline batteries. Customer measured battery cell voltage at 1.5v before installing them into the device. The trend feature is turned off. No known impact or consequence to patient.